Event description:
Event description cpi received an implant form which indicates that the physician performed an invasive procedure to explant this bipolar lead three days after implant because of dislodgement. * the physician's manual 352527-003c, page 15, lists displacement as an adverse effect.